Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the drive support cap was sticking out, and he was unsure if the insulin pump was dropped. The blood glucose reading was 201mg/dl. The customer stated that the drive support cap pops out when it s connected to his body. Advised the caller to discontinue the use of the device. No further information was provided.